Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.8cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of impedance and sensing anomalies.

Event description:
It was reported that the lead impedance and sensing issues were observed. The lead was explanted.